Event description:
Hard catheter tip broke off of amber tubing. Tacrolimus (medication) infusion had been started 17 hrs earlier. No patient harm. This facility has had other events like this with this device.